Event description:
Unomedical reference number (B)(4). Event occurred in china. On (B)(6) 2024, it was reported that patient was hospitalized due to high blood glucose level (around 22.2 mmol/l). No further information available.